Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three rt240 adult dual-heated evaqua breathing circuits failed the leak test due to a small hole in the expiratory connector. This was observed before patient use.

Manufacturer narrative:
(B)(4).lot number: quantity affected: manufacturing date:121030 10/30/2012 1121121 11/21/2012 1121205 12/05/2012 1we are currently in the process of obtaining the complaint rt240 adult dual-heated evaqua breathing circuits from the healthcare facility. We will provide a follow-up report once we have received the complaint devices and completed our investigation.

Manufacturer narrative:
(B)(4). This vigilance report (MDR # 9611451-2013-00429) is a duplicate of MDR # 9611451-2013-00477. The final vigilance report has been submitted under the latter MDR number.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three rt240 adult dual-heated evaqua breathing circuits failed the leak test due to a small hole in the expiratory connector. This was observed before patient use.